Event description:
It was reported that patient does priming with 14 units for the tubing and then does the 0.3 units for the cannula before attaching the cannula to his body, he was told that this was not the right step and advised to prime the cannula only after applying the tubing on his cannula. Patient has been in intensive care due to not receiving enough insulin and went very high at 22.3mmol/l. The ketone levels were 41.6mmol/l. He was treated with pens.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.